Event description:
It was reported that the surgical fabric was 4 millimeters shorter than expected. A new surgical fabric was used for the surgery. There was no pt contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The complaint investigation is inconclusive as the sample was not returned for eval. The definitive root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.